Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator displayed power loss during patient use. Information regarding patient transfer or outcome was not provided. A technical support engineer (tse) recommended running the ventilator to replicate the issue and replacing the graphical user interface (gui) alarm assembly if the issue continues to occur. The customer later reported that they ran the ventilator for several days and weren't able to duplicate the reported condition. The ventilator was placed back in service.